Event description:
It was reported that one intravenous solution container was leaking. This occurred before use of the device. There was no patient involvement. No additional information is available. This represents report 1 of 8.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was returned for evaluation and is in the process of being evaluated. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection confirmed the reported condition. This issue was investigated through corrective and preventative action (CAPA). The cause of this condition was determined to be a manufacturing issue. Maintenance was performed on the machine used to manufacture this device to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.